Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿occlusion alarm sounded during use¿ was not confirmed because the test results (the measured values) were within the product specifications. The probable cause was unknown. The device was returned to the customer with no repair provided. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that occlusion alarm sounded during use. The device had been used without any problems previously; however, occlusion alarms occurred in the two most recent cases. Two events occurred during the weeks of march 9 and march 16. These occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.